Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgical procedure for urinary incontinence on (B)(6) 2009 and the mesh was implanted. The patient experienced gravely health deterioration last nine years since the surgery. The patient is now disabled with extensive reduced mobility limitations and walking difficulties. It was also reported that the patient has endless and painful symptoms, pelvic and nerve pain, pain during intercourse, left groin, leg, lumber and hip pain, myasthenia gravis, bowel problems, abdominal swelling, joint inflammation, fatigue and fibromyalgia. The mesh remains implanted.